Manufacturer narrative:
The customer declined gehc service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison, 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.